Event description:
It was reported patient experienced ineffective therapy due to possible lead migration. As a result, the system was explanted.

Manufacturer narrative:
Date of event and patient weight are estimated. A patient had their system explanted due to migration was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000134727.

Manufacturer narrative:
The reported ¿ineffective therapy¿ was not confirmed. Analysis of the returned lead a did not identify any broken wires or outer tubing damage, and the lead passed output resistance and inter-channel continuity testing.